Manufacturer narrative:
(B)(4). Date sent: 6/13/2023. Investigation summary = the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with three reloads. The reloads (b and c) was received fully fired. Upon evaluation of the reloads (b and c), were noted some hairline cracks and reload deck displacement that does not affect staples formation and the device functionality. The reload (d) was received fully fired and with damage on reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. The damage to the reload (d) and the knife is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 636a69, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/24/2023. D4: batch # x9496m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot/batch number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: what was the indications for surgery? Did the patient receive chemo or radiation therapy? Na. Were there any staple formation issues noted? Surgeon stated he did not see mal formed staples . If so, please describe the shape and location. What was the total estimated blood loss (ml)? 1 unit from the blood bank. Which cartridges were used and what order were they fired? All three fires where using white reload 35mm. Issue occurred on the third fire. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats right middle lobe procedure that during the third fire of device on the branch of the pa, the tissue or vessel pushed out the distal end. Once the surgeon opened the mouth of the gun there was an immediate pulmonary artery bleed. He was able to clamp that branch to stop the bleeding. He prepared his team to move to an open procedure and fixed the torn vessel with a proline suture. Rep asked the surgeon if any clips or staples were in the area of the firing. Surgeon stated while clips were in the area, they were all distal to the gun blade. The rep could not determine if the vessel was lined up passed the cut line due to the surrounding anatomy blocking view. The rep asked the surgeon did it appear that the vessel was partially cut or more of a tear. Surgeon stated that it looked like more of a tear. The patient required one unit of blood. Rep was present in case.